Manufacturer narrative:
The lot number for the malfunction was not provided and a lot history review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the fluid leak as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8806060 implantable port allegedly experienced fluid leak. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.